Event description:
When did it occur? : after use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. If they were used, was something attached to them? : blood or body fluid. Returned quantity: 1. Details of the event (timeline, history, etc.): after injecting the insulin, in order to remove the needle from the pen, I recapped the outer case. But when I tried to remove it, the outer case was loose and the needle could not be removed.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.